Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 50 unspecified bd connecta experienced one or more of the following issues during use: stopcock loose (15), leakage (15), damaged (15), tubing separates (5). The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (15), stopcock inadvertently disconnects from mating component (5), tubing disconnects from stopcock (5), the bd connecta¿ stopcock is defective or damaged (15), and "connection faults" (15).".

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Additional initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 50 unspecified bd connecta experienced one or more of the following issues during use: stopcock loose (15), leakage (15), damaged (15), tubing separates (5). The following was reported by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (15), stopcock inadvertently disconnects from mating component (5), tubing disconnects from stopcock (5), the bd connecta¿ stopcock is defective or damaged (15), and "connection faults" (15)."